Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that after receiving their replacement recharger, the patient got a message power on reset detected please check the device battery level therapy has turn off. During the call, the patient was able to get a successful recharge session. Troubleshooting resolved the issue. There were no patient complications reported as a result of this event.